Manufacturer narrative:
The lens was returned taped to a piece of white stiff cardboard paper. Solution is observed on the lens. The returned sample was soaked in lphse to remove. After carefully removing the lens from between the tape and cardboard, adhesive was observed on the lens. The lens was soaked further and evaluated. The optic edge has several torn and split areas. Cracked areas extended into the optic material from the damaged edges. The damage is on the anterior and posterior surfaces of the optic. Product history records were reviewed and documentation indicated the product met release criteria. All associated products used are qualified for use with this lens. The root cause cannot be determined for the reported event. Lens damage was observed. The damage observed was typical in appearance to customer related damage. It cannot be confirmed if the damage was induced during implant of the lens or explant from the eye. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was bothered by glare and could not tolerate the glare." The iol was exchanged approximately four months after the initial implantation with another manufacturers lens. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.